Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch (lss) for paciing impedances of greater than 2500 ohms. The automatic capture (ac) also had been showing an increase as well as the thresholds. The patient complained of shortness of breath. The lead and device remain in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.